Event description:
The customer reported the system intermittently displayed a "save operation failed" error message and locked up. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The general purpose operating system was replaced. The system was then found to be operating as intended.